Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting the report on behalf of berlin heart (B)(4) (MFR). Blood was detected between the stabilization ring and the housing; the stabilization ring had changed its location by approx 40 degrees. At disassembly, the leak was limited to one membrane through which the blood flowed between the stabilization ring and the housing. The two other membrane layers were intact. The cause for the leak in the blood driving layer was an increased friction on the membrane. If the stabilization ring is not in its optimal position, or changes position, friction increases and the membrane is stressed. External forces can change stabilization ring position. According to the IFU the user has to avoid external forces onto the blood pump. It is also requiring to inspect the blood pumps regularly to detect any damage of the pump. (B)(4).

Event description:
It was reported that blood was detected in the area of the stabilization ring of the blood pump. No changes in pt hemodynamics or pump function were reported.